Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported a loss or change in therapy. The patient reported that he was just experimenting with his urologist about getting the device set up right up until a couple of months ago when he broke his leg and had been in the hospital ever since. It was noted that the broken leg was not related to the device or therapy. The patient reported that he was trying to get the device going again. The patient reported that he had problems with his stool; couldn¿t get control of his stool. The patient reported that late at night he got completely covered in stool. The patient reported that all his ¿4 programs were reading too high¿ and informed his healthcare provider (hcp) that was what it took to get any feeling. The patient reported that the hcp asked him to check with the manufacturer because 3 of his programs were measuring up around 8 and was told that high was usually around 10. It was noted that the patient was referring to the voltage on each program and whether patient meant hcp meant stimulation was high and patient reported that stimulation was high but hcp said the program was reading high. The patient reported that he was not getting any relief and wanted to know how high he needed to turn stimulation up. The patient reported that he would try increasing stimulation and would turn to his urologist if that didn¿t help. Additional information was received from the patient on 2017-04-25. The patient reported that the programmer (pp) would not let him increase stimulation. The patient reported he was able to use the pp and the pp showed that the ins was not turned on. The patient turned the ins and reported that he was currently on program 1 at 6.7, then 6.6. The patient reported decreasing stimulation to 4.0. The patient reported that this setting was comfortable and would leave on this setting and continue to track his symptoms. The patient also reported an intermittent stool issue. The patient reported that he woke up in the morning, intermittently with stool all over him. The patient reported that this happened at night when he was sleeping. The patient reported that sometimes it was a massive amount. Additional information was received from the patient on 2017-05-30. The patient reported a loss of change in therapy. The patient reported that he hadn¿t used his therapy and had been self cathing and was having a return of symptoms and wanted to use the pp to check therapy. The patient reported not feeling stimulation at the time of the call. It was noted that the therapy was on. The patient synced the pp and setting was program 1 at 6.5 v. The patient increased stimulation to 6.8 v and reported feeling stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.